Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was noted with a low impedance alert and intermittent atrial oversensing resulting in false atrial tachycardia detections. No intervention was made. The patient was stable.

Manufacturer narrative:
Final analysis found that the external insulation was abraded at 54.2 cm to 54.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. This is consistent with the observation from the field of low impedance and noise.

Event description:
New information noted that the right atrial lead was explanted and replaced on 14 may 2021. The patient was stable throughout the explant process.